Event description:
The doctor was pulling on the 5 fr raabe sheath, ref # g13009, when it broke in half, right outside the body. The doctor was able to pull the distal piece out with a pair of hemostats and then place a wire through it and place a 5 fr pinnacle sheath in place. There was no harm to the patient.